Manufacturer narrative:
There is currently a pending investigation. Nova is requesting additional information, and further details will be provided in a supplemental report.

Event description:
Customer indicated that when measuring the glucose for the patient, the meter could not provide a result after the sample was applied. The meter did recognize when the strip was inserted. Sample was applied to the strip and the meter did not progress to the analyzing countdown. Another strip was used and was able to obtain a result. It was not indicated whether the new strip was from a different lot or same lot. Customer was using test strip lot 0320153249. There was no adverse action indicated due to the meter.

Manufacturer narrative:
The customer complaint could not be reproduced. Evaluation of retains from the same lot was performed. All results were accurate, the reported issue was not observed. A DHR review was performed. No issue were identified, the product met all specification prior to release. Nova biomedical will continue to monitor for recurrence as part of our post market surveillance program